Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular automatic threshold detected as greater than programmed amplitude or suspended due to intrinsic beats and no capture. The left ventricular (lv) lead trend shows an increasing threshold measurement compared since implant. The last successful lvat measured as 2.3v (volts) last week and the most recent manual threshold measured as 1.8v two days later. It was also noted, the most recent in-office manual lead assessment performed, showed a no loss of capture (loc) observed. This alert will not retrigger until the device is interrogated with a programmer. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.